Event description:
The device was used during a lung resection. Reportedly, the instrument did not open or close properly. The surgeon resected the tissue at the application site and performed a thoracotomy to remove the device. The hosp has reported no pt injury occurred. The application site was manually sutured.